Event description:
A malfunction occurred when a customer fell into the water, which led to a malf 5 code that could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. As a corrective action, the customer was instructed to use a multiple daily injection (mdi) as a backup insulin therapy, and tandem technical support arranged to replace the pump. The customer understood the instructions to put the pump into storage mode before returning it using a prepaid label within 10 days.